Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in vascular procedure when the issue occurred and completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was down and not booting up completely. As a part of the troubleshooting process, fse checked and connected the monitor, keyboard, and mouse to suite pc for boot up, but it was booting to bios screen. Upon further action, fse discovered the actual cause of the issue was with the barcode scanner on exam room keyboard. To resolve the issue, fse removed the barcode scanner from keyboard. After removing barcode scanner from the keyboard, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system would not boot up completely. The system was in clinical use when this occurred. There was no report of harm.